Manufacturer narrative:
Batch review performed on 05-jun-2023. Lot 2214566: (B)(4) items manufactured and released on 20-sep-2022. Expiration date: 2027-08-31. No anomalies found related to the problem. To date, 9 items of the same lot have been sold with another similar reported case during the period of review. Other devices involved: liner: mpact 01.26.2246mhc double mobility hc liner 22.2/dmc (k092265) lot 2218116: (B)(4) items manufactured and released on 10-oct-2022. Expiration date: 2027-09-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported case during the period of review. Liner: mpact dm 01.32.3844cf dm converter tin coated e/dmc (k211891) lot 2215461: (B)(4) items manufactured and released on 04-nov-2022. Expiration date: 2027-10-19. No anomalies found related to the problem. To date, 7 items of the same lot have been sold with no other similar reported case during the period of review.

Event description:
At about 1 month after the primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the head, liner and dm converter. The surgery was completed successfully.